Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot met all pre-release specifications. According to the gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to endoleak, aneurysm enlargement, and reoperation. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. (B)(4).

Event description:
On (B)(6) 2011, this patient underwent an endovascular repair of a thoracic aortic aneurysm using one gore® tag® thoracic endoprosthesis. No issues were reported. The patient tolerated the procedure. On (B)(6) 2011, the patient was discharged. Subsequent follow-up imagings showed no issues, with shrinkage of the aneurysm to 52mm. On (B)(6) 2014, during three year follow-up, the patient presented with hoarseness, and the follow-up imaging showed that the diameter of the aneurysm enlarged to 60mm. It was unknown if endoleak was present. On (B)(6) 2014, a type ii endoleak from the left subclavian artery was identified. On the same day, a coil embolization procedure was performed to repair the endoleak. Subsequent follow-up imagings showed resolution of the endoleak, and the diameter of the aneurysm being 60.1mm. According to the cro in (B)(6), no further information is available.